Event description:
It was reported to boston scientific corporation that during a rectocele repair procedure using a pinnacle posterior pelvic floor repair kit, the physician was attempting to make the first placement by throwing the left leg assembly through the patient's sacrospinous ligament and the dilator bunched. As the physician was pulling the leg assembly with the capio device, the suture, with the needle at the end, detached. The detached suture, with the needle at the end, was captured inside the capio cage and reportedly did not fall inside the patient. The physician removed the pinnacle mesh from the patient and completed the procedure with another pinnacle posterior pelvic floor repair kit. There were no complications to the patient, who is reportedly fine and is over 18 years of age.